Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported via breast cancer society poster against unknown side ¿axillary ln recurrence 1 case, axillary lymphatic swelling 1 case¿ and ¿contralateral breast cancer 5 cases¿ (non device related). Unknown status of device.